Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) hw31004 was not returned for evaluation. This complaint is associated with a clinical adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with symptoms of right heart failure. The patient never thrived post ventricular assist device (vad) implantation and their status continued to decline. It was further reported that the patient also experienced bowel ischemia, contributing to worsening status. Palliative care was placed on consult and the patient¿s family decided to withdraw care. The patient subsequently expired due to multi-system organ failure.